Event description:
It was reported that a small volume intermate had white floating particles. This was identified after the device was compounded with an unspecific amount of ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: manufactured on february 23, 2015 ¿ february 26, 2015. The device was returned for evaluation. A visual inspection revealed white particulate matter floating. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.